Event description:
A discordant, (B)(6) confirmatory (B)(6) result was obtained on an advia centaur xp instrument. The confirmatory test was ordered after the initial (B)(6) resulted (B)(6). The discordant confirmatory result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting (B)(6) for (B)(6), below the cutoff, requiring confirmatory testing. The confirmatory test resulted (B)(6) on the same instrument and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) confirmatory (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse noted that the system gave a vacuum low error. The cse replaced the lcd monitor kit, assembly pinch valve tubing, reagent probe sleeve, reagent probe and the two way valve. The cse adjusted the vacuum pump and ran the daily cleaning procedure and quality controls. A precision study was performed after the cse's visit and all replicates were within range. The cause of the discordant, (B)(6) confirmatory (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.